Event description:
A radiation therapy threatment had been completed when the pt attempted to raise themselves and get off the treatment couch before the therapists had finished lowering it. During this movement the pt gripped the posterior support panel such that as pt sat up they lifted the panel up and moved it off of the channel or groove that holds it in place on the center beam of the couch assembly. Subsequently the panel began to slide to one side, causing the pt to lose their balance and fall to the floor, fracturing their hip.